Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during fill three of six. The technical service representative (tsr) explained the alarm and assisted the hp and care giver (cg) to cycle the power and clear the alarm and disconnect. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.